Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there is a crack in the case of the insulin pump. The insulin pump was not bumped or dropped. The ring on the inside of the reservoir compartment is broken. The customer does not know how it happened. The customer's blood sugar is unknown. The insulin pump will return.

Manufacturer narrative:
Device was received with a cracked select button on the keypad overlay, cracked case-corner of belt clip rails. Device passed the displacement test.